Event description:
The clinician reports the implant was inserted (B)(6) 2026 in ada 14. On (B)(6) 2026, non-osseointegration was verified. No product was returned to the manufacturer. There were no reported patient injuries or complications.

Manufacturer narrative:
Non-fatal serious injury or device malfunction stored due to covid 19pandemic in accordance with FDA guidance "postmarketing adverse eventreporting for medical products and dietary supplements during apandemic" published may 2020.

Event description:
The clinician reports the implant was inserted (B)(6) 2026 in ada 14. On (B)(6) 2026, non-osseointegration was verified. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.